Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during bolus. Customer reported small purple lines appeared on the screen for a few seconds and then disappeared. Customer stated that during the self test, screen turned black at certain times and returned to white within seconds. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarms rewind the insulin pump. Customer performed displacement test and passed. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the pump error did not occur during rewind and load reservoir and fill tubing process. Customer performed self test and passed. No harm requiring medical intervention. Troubleshooting was performed. Product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Retainer = clear. The device was returned for pump error and partial display or missing display segments found on september 11, 2022 device passed the displacement test and self-test. The history was download successfully using thus software device confirmed pump error alarm on september 11, 2022 08:43:05:000 pm and pump error on september 11, 2022 08:43:05:000 pm due to faulty safety motor. The motor was tested outside the device and passed. No unexpected partial display or missing display segments noted. The following were noted during visual inspection, fading serial number label. The devic p-cap / test reservoir locks in place properly. Unit was confirmed for pump error alarm problem isolated to faulty safety motor. No unexpected partial display or missing display segments noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.